Event description:
It was reported that bd maxguard administration set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by customer that bd infusion sets are pulling air in at the ports.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: (d) UDI. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.